Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had decreased longevity faster than what was expected. The trans-telephonic magnet rate showed 90 pacing per minute when on last device checked, few months ago, device still had 3 years battery remaining. Boston scientific technical services (ts) discussed that magnet rate of 90 was elective replacement near (ern) which means that device had less than 1 year remaining until elective replacement indicator (eri). Ts indicated that device could be operating in a lower current bin that gave 3 years longevity and slipped into a higher current bin due to change in pacing percentage or impedance for example. To date, this device still remains in service. No adverse patient effects were reported.